Event description:
Infection and erosion were reported. The patient was treated for a possible staph infection with vancomycin and santyl. The device system was explanted (B)(6) 2010. It was later reported the patient was found unresponsive and died (B)(6) 2010. There were no allegations of any device performance concerns. The cause of death has been requested and not received.

Event description:
Infection and erosion were reported. The patient was treated for a possible staph infection with vancomycin and santyl. The device system was explanted (B)(6) 2010. It was later reported the patient was found unresponsive and died (B)(6) 2010. There were no allegations of any device performance concerns. The cause of death has been requested and not received. Follow up later revealed the patient had been discharged to hospice care and had been seen by home health aide the day prior to death with vital signs reported to be within normal limits. Spouse reported patient had died after returning from dialysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2010. Of note, the reportable serious injury is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2010. Information was subsequently received on (B)(6) 2010 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 9/23/2010. Of note, the reportable serious injury is normally submitted via a bimonthly medwatch report submission that would have been due on 12/10/2010. Information was subsequently received on 11/9/2010 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.